Event description:
Philips received a complaint by the customer on the v60 indicating that alarms on the vents were not activating the nurse call system. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request the part identification (ID) of the replacement remote alarm cable normally open as the alarms on the vents were not activating the nurse call system. Per good faith effort (gfe) response received 23sep2025, the hospital called philips several years ago to order alarm cables but was given the wrong part numbers. The remote service engineer (rse) provided the customer with the part number of the replacement remote alarm cable (alarm state is closed) for repair. The customer ordered and installed the replacement remote alarm cable, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.